Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the physician tried to advance the delivery system after stent graft deployment in order to close the nose cone when the spindle got stuck in the suprarenal struts and would not release, even after manipulation with balloon inflation and wire withdrawal. The physician then applied some force in order to close the system and after the device was removed the patient's blood pressure dropped quickly and they had to go on to open surgery. During removal of the device the right iliac artery ruptured. After the open surgery the patients gut was still bleeding. The patient's condition is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulties, perforation, conversion to surgical repair); caused by another drug/device (stent). Conclusion: another device caused failure (stent).